Event description:
Attempts to acquire the required patient information, date of event and circumstances are ongoing. Welch allyn will update this report when it has acquired this information. The reported problem is "ECG comm error".